Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit is not working. The bed was located at the account in 1271. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found both seat sensor strips inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced both seat sensor strips to resolve the issue. Based on this info, no further action is required.